Event description:
(B)(6) female admitted with diagnosis of acute cholecystitis to undergo laparoscopic cholecystectomy. Intra-op, per surgeon, the bovie cautery hook sparked during the dissection of the lesion that went to the serosa of the pylorus. As reported requiring the pt to have additional procedures. (B)(4), device available for eval? Photos to be sent via e-mail when available. Device can be viewed at our facility should the MFR desire.